Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) reported they were hospitalized with peritonitis. There were no reported allegations of any issues with the fresenius performance of the cycler or cycler set in relation to the patient event. In an additional follow-up call, a pd nurse familiar with the patient stated that the patient was hospitalized on (B)(6) 2023 for symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained during hospitalization and it was reported that the culture grew the bacteria methicillin sensitive staphylococcus aureus (mssa) consistent with a diagnosis of peritonitis. The patient was initiated on intra-peritoneal (ip) antibiotic therapy with cefazolin (dose unknown). Additionally, it was reported that the patient was receiving pd therapy. The patient remained hospitalized at the time follow-up was completed. The nurse stated the exact cause of the patient¿s mssa peritonitis was unknown. However, the nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse stated the patient is recovering from the peritonitis event.